Event description:
Caller reported that they did not see drops of insulin at the end of the tubing during the fill tubing step. Customer's blood glucose level was 450 mg/dl due to the issue. To address the high blood glucose, the customer administered a correction injection via mdi. Reportedly, the customer reverted to an alternate form of insulin therapy.